Event description:
It was reported that an ilet pump with serial number (B)(6) had a nonresponsive touchscreen, and the user observed a crack on the display; the device was shut down per instructions, data sync guidance was provided, and a replacement was arranged with return shipping. Symptoms included hyperglycemia to 330 mg/dl. Outcomes included the need for backup subcutaneous insulin via pen. Investigation included complaint handling and replacement logistics. Investigation of this case revealed physical damage to the touchscreen resulting in loss of touch responsiveness, consistent with a broken or cracked screen causing user interface failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.